Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarms on her insulin pump. Customer's blood glucose is 180 mg/dl. Insulin exited during the fixed prime. Customer was advised to change the entire infusion set. When she removed her infusion set, the cannula was bent. Customer was advised the alarm was due to an occlusion. Nothing further reported.